Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. The patient initially reported significan pain relief from the system. In (B)(6) 2024 the patient reported loss of stimulation from the system and was seen by a nalu representative for troubleshooting on (B)(6) 2024. Testing of the implanted system found error codes indicating open circuits on both leads. Ultimately the decision was made to explant the system. During the explant procedure, which took place on (B)(6) 2024, the physician and nalu representative noted that flexing the patient's quadricep muscle caused the lateral lead to move or shift. It was theorized that this repetitive movement of the lead may have contributed to a fracture of the component.

Manufacturer narrative:
Open circuit error generally indicates that a fracture or disconnection has occurred within a component, thus causing the loss of stimulation. It is likely that the placement of the leads allowed for repetitive stress fracture due to flexing of the quadricep muscle, as observed during the explant procedure.